Event description:
Ahmed glaucoma valve with serial number [redacted] was malfunctioning and the doctor did not implant.

Manufacturer narrative:
The device history record for the reported lot was reviewed with no discrepancies identified. The device was manufactured, tested, and released per validated procedures. Although the initial report indicated the device was available for evaluation, repeated attempts to contact the customer have been unsuccessful. There is no specific information on what was observed to determine the device was malfunctioning the device has not yet been returned to new world medical. If received, it will be evaluated and an addendum to this report will be submitted.